Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was in need of an internal paddle replacement or repair. There was no patient involvement.